Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for deep brain stimulation therapy indications. It was reported that the reason the patient was calling was to inquire if the stimulator could cause "extremely bright lights, color changes, they see the color purple where the color white should be." Before inquiring about vision changes the patient was mentioning that the parkinson's was interfering with their memory. Additional information was received: it was reported that a friend/family of the patient had called stating that the patient had been in the hospital for 2 days and might need to have an MRI, and many other tests done. There were no further complications reported.